Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements, so it was explanted. A new device was implanted. No additional adverse patient effects were reported.